Manufacturer narrative:
G4: 29dec2020 b4: (B)(6) 2021 a motor controller board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to failure of the ic u11 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27oct2020. B4: 28oct2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. They also found the following error codes within the error log: ovp (over voltage protection) circuit failed, 5 v supply failed and the 35 v supply failed. The fse replaced the mc (motor controller) board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
During pre-use check, the device annunciated a ventilator inoperative alarm, machine and proximal pressure sensors failed, after which time the device would not power on. The device was not in clinical use. There was no patient harm.